Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the sensor readings were inaccurate. Customer stated that while at work his sensor reading was 135 mg/dl and he was feeling ill. When he arrived home he tested his blood glucose and it was 48 mg/dl. He removed the sensor and the notice it was bent and threw it away. Another instance his sensor read he was 170 mg/dl and blood glucose was 359 mg/dl. Customer stated he would call to provide device information. The sensor is not returning for analysis.